Event description:
It was reported that the pump was "defective" and hence being returned. No further information was provided.

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: unk. (B)(4). Analysis of the pump revealed no anomaly, normal device function. Drug delivered via the device per analysis was baclofen.